Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 12th january 2014 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. Temperatures are recorded below the recommended operating temperature. On the (B)(6) 2016 the device recorded a configuration error with a nonsensical duration and continued up to the last log entry on the (B)(6) 2016. The history log shows the device entered CPR advisor mode, this resulted in the device failing a self-test and issuing a device service required prompt. The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure due to corrosion. The fault was witnessed during the investigation. This along with the measurements taken would indicate a failing membrane. The membrane failure resulted in a short circuit which resulted in an overvoltage and damage to the microprocessor and the leds remaining illuminated. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.